Event description:
The device guidestop screw had broken, posing the risk of a small component being lost in a surgical site, during sterile processing at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. User facility discarded the device.

Event description:
The device guidestop screw had broken, posing the risk of a small component being lost in a surgical site, during sterile processing at the user facility. There were no adverse consequences related to this event.